Event description:
It was reported the caller was unable to adjust stimulation. It was noted the screen was displaying ¿in the box¿ icon. It was reported that the antenna locate feature has been used with the implantable neurostimulator recharger (insr). It was reported the patient was able to turn stimulation on/off but could not make adjustments. It was noted the patient has an appointment scheduled with the manufacturer representative. Additional information received reported the error code was cleared. It was noted the patient was further educated on how to use the antenna locate feature. It was reported the stimulation was running normally.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).